Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator plus catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil is separated 146.2cm from the handshake connection. The burr is missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23june2020. It was reported that the burr had difficulty advancing. The target lesion was located at the middle right coronary artery. A 1.25mm rotalink plus was selected for rotablation of the severe calfcific coronary stenosis. During procedure, there was resistance felt upon advancement of the 1.25 mm burr over the rotawire outside the guiding catheter. The device was removed and reintroduced, however the same problem occurred. Subsequently, the device was replaced by a new burr and completed the procedure without problem. No patient complications were reported and the patient was good post procedure. However, device analysis revealed a coil separation 146.2cm from the handshake connection.